Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and the insulin pump was not responsive. Customer's blood glucose was 39 mg/dl. Customer treated his low blood glucose level with four glucose tablets, and an apple with peanut butter. Customer was advised that insulin pump would need to be replaced.